Event description:
"It was reported that ""the following product is used on the neurology 2 and 4 wards at helios erfurt: three-way tap bd connecta blue, 10 cm, sterile the fluid leaked intermittently during injection.".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.